Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's system controller had problems with the white cable supplying power and their modular cable was cracked. The damage had caused multiple power cable disconnect alarms. It was also noted that the backlight of the arrow symbol was dim. The patient's system controller and modular cable were exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms on the white power lead was confirmed via the log file. The system controller (serial #: (B)(6)) was returned for analysis and a log file was submitted for review and downloaded for review. A review of the controller event the log files showed overlapping events spanning approximately 2 days (03nov2022, 23nov2022 per time stamp). Events occurring on 23nov2022 took place during testing at abbott. Throughout the log file, intermittent atypical power cable disconnect alarms were active and associated with rsoc invalid faults. These alarms occurred on the white power lead while connected to battery power. The driveline was disconnected for a system controller exchange on 03nov2022 at 12:54:10. There were no other notable alarms active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing and functioned as intended. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The reported event was unable to be reproduced during testing. The system controller was returned with the modular cable and were tested together and operated as intended. Additional provided information communicated on 09nov2022 stated that there were no consequences to the patient. The patient was discharged to home. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #:(B)(6)) and the system controller passed all manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) section 3 entitled ¿powering the system¿ and heartmate iii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly switch between power sources. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect and no external power alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.